Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in the tubing ruptured. There was no report of patient impact. The following information was provided by the initial reporter: the patient was connected with the indwelling needle for intravenous infusion, but it was found that the extension tube of the indwelling needle was broken the day before was clipped by a small clip.

Manufacturer narrative:
A device history record review was completed for provided material number 383312 and lot number 1179625. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As a sample was unavailable for return, our quality team was not able to complete a thorough sample analysis. At this time, we are unable to confirm the reported issue and therefore, unable to identify a manufacturing related cause. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.